Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to skin irritation as well as high blood glucose. Customer blood glucose of 307 mg/dl. Troubleshooting was done for high blood glucose. Customer states the drive support cap appears normal. The customer was unsure about wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.